Event description:
Patient's family member called lfs for the patient and alleged that their meter was reading inaccurately erratic, the patient obtained two results within 10 minutes of 315 and 27mg/dl. The patient was experiencing symptoms of light-headedness and weakness at the time of testing. The comparision does fall outside of the 20% expected range. The patient ate and drank after testing. They were also taken to the hospital, where they were treated with glucose for low blood sugar. The test strips were in good condition, codes matched, and the techniques for applying blood to the test stsrip and cleaning the puncture site were correct. The patient did not have any control solution or a check strip. Based on the information provided, the meter did malfunction. However, there is no evidence that the meter contributed to the serious injury, the patient's meter read low, patient had low symptoms and was treated for low blood sugar at the hospital. The meter and supplier are being replaced for the patient.